Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual inspections were performed on the returned device. The reported difficulty to remove the plunger was not confirmed as the device was returned in the pre-deployed position. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Additional information was received stating that arterial damage was treated with the non-abbott device. The change of operative plan from the main body in the left to the main body in the right and using 3 graft limbs instead of 2 limbs was in relation to the aaa pevar procedure. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with three proglide devices using the pre-close technique via a 6f sheath prior to a abdominal aortic aneurysm (aaa) percutaneous endovascular aneurysm repair (pevar) interventional procedure. Reportedly, the plunger of the three proglide devices was unable to be withdrawn. The third proglide device ripped open the arteriotomy upon retraction of the device. The sheath was upsized to a 11f and the aaa pevar procedure was completed. Hemostasis was achieved with a non-abbott device. The event required a change of operative plan from the main body in the left to the main body in the right and using 3 graft limbs instead of 2 limbs. There was a reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.